Event description:
The company discovered a trend in the overheat of blower electrical connections used on similar products. Although the company does not believe there is a risk of fire, a small amount of smoke may be emitted just prior to unit shutdown. No injuries have been reported in association with this product malfunction.